Event description:
During the operation of the screw driver during surgery, the head broke off inside the screw that was already in the patient. The screwdriver head was not able to be removed and was left inside the screw in the patient's left knee. The screw is locked in place. The broken instrument was removed from the hospital by the company rep.